Event description:
Patient presented to the physician with ongoing slurred speech, prolonged neurapraxia, and pain when sticking out their tongue. Physician referred the patient to a speech pathologist.